Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
Depuy synthes spine post market surveillance activity involving search of maude database found the following event which was not to be reported to depuy synthes spine¿s complaint handling unit: MDR report key: (B)(4). During procedure the rod holder broke while trying to place rod. A small piece broke off and was recovered. The small piece was matched with the rod holder. The rod holder and piece was sent to the central processing department for decontamination. The rod holder was sequestered, but not the small piece.